Event description:
It was reported after tearing the puncture sheath during catheterization, a residual part of the catheter was stuck on the catheter, which could not be removed by tugging and pulling, and in order not to damage the catheter it was not possible to use a blade to separate it, and in the end, blunt separation with scissors was used to deal with it. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of an improper microintroducer sheath peel is confirmed; however, the exact cause is unknown. One photograph of a 4.5 fr microez microintroducer was returned for evaluation. An initial visual observation of the photographs showed a peeled microintroducer sheath. What appeared to be extra material was observed on the t-handle, making it difficult to completely remove the device from the catheter. The details of the fracture site can not be seen in the returned photograph. Use residue was observed on the sample in the returned photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported after tearing the puncture sheath during catheterization, a residual part of the catheter was stuck on the catheter, which could not be removed by tugging and pulling, and in order not to damage the catheter it was not possible to use a blade to separate it, and in the end, blunt separation with scissors was used to deal with it. No other information was provided.